Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined patient list not crossovered the station due to software. A technical support specialist dialed in and found no error on download. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system patient list not crossovered the station, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.